Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was spinal pain. On (B)(6) 2016 the consumer reported that they had gone in for an MRI last wednesday ((B)(6) 2016). A company representative was supposed to be there to turn off the device and turn it back on after the MRI but the rep got caught up in a case and had to go into surgery. The rep told the patient to go ahead and do the MRI anyways because the device will automatically shut off during the MRI and then turn back on after it is done. The patient was only in the MRI for 5 mins and the alarm on the pump started to go off so they were taken out and waited for it to stop. The MRI was to be rescheduled for when the rep was available. The patient went home and took some medication because they were not feeling well. The patient went to lay down and wait for the medication to kick in but still was not feeling well. The patient now thinks that the pain pump is not working because they are in pain when they are not supposed to be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.